Event description:
(B)(4). This is the same case as report 2134265-2009-05313. The patient was enrolled in (B)(6) 2005. A type I lesion was identified in the right carotid artery. The reference vessel diameter was 5mm and the lesion length was 6mm. There was 75% stenosis as measured via nascet. The target vessel was moderately tortuous with 1+ calcium present. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. No cerebral protection was used during the procedure due to the patient being asymptomatic and there was a smooth plaque contour. Two 7.0mm/40mm carotid wallstents were successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Atropine 1.0 ui was given during the procedure. There was successful placement of the stent at the intended site and the procedure was technically successful. The stent was patent and there was 0-29% residual stenosis. Post-procedure the subject remained asymptomatic and there were no complications less than 24 hours after the procedure. Post-procedure the stent was found to be patent with a residual stenosis of 0%. In (B)(6) 2006, the patient had a follow up assessment. The stent was patent, there was 50% residual stenosis and the patient was symptomatic. The speech and language, mental and intellectual, cranial nerve and eye, left hemiparesis (motor system), and sensory assessments were abnormal and worse than the prior assessment. A major stroke occurred in (B)(6) 2006. There was a sudden left hemiplegia that occurred with patent right carotid stent but 50% restenosis at the distal portion. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.